Event description:
M.d. Attempted to remove groshong catheter in the office and the catheter broke. Fragment had to be removed in special procedure under fluoroscopy. Second md said it would not have come out in office because of cuff present.